Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when opening the package, the surgical nurse found that a black external shuck was pierced out by the inner guide wire at the tip. The device was not used.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The guidewire was returned without the original packaging. An evaluation was completed by (B)(4) of memory corporation on 29apr2022. The sample appeared to have the coated wire further removed from the assembled hoop. The coated wire does not appear to be damaged. It is unknown how the guidewire was removed from the assembled hoop. A potential root cause for this event could be, "inspection results (measurement, testing data) not verified by iqa assignee, error of inspector". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opening the package, the surgical nurse found that a black external shuck was pierced out by the inner guide wire at the tip. The device was not used.